Event description:
It was noted upon interrogation that no capture or sensing was observed on the atrial lead. The atrial lead was explanted and replaced. The patient also received a routine generator change as well as removal of an older capped right ventricular lead. The atrial lead was noted during implant to have been severed at the suture sleeve area. The patient was stable.

Manufacturer narrative:
The reported event of material integrity problem, loss of capture and loss of sensing were confirmed. A partial lead was returned in two pieces. Visual examination found full breach insulation degradations exposing the outer coil, in multiple locations, two adjacent to the connector boot and two distally to the connector boot. The cause of the reported events was isolated to the exposure of the outer coil in the degradation zone.